Event description:
A hospital reported via our distributor that the breathing circuit heaterwire became an electrical open circuit shortly after they began using it. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. Electrical tests were performed on the returned device. Results: the heaterwire in the inspiratory tube of the breathing circuit was an electrical open circuit. The break in the circuit was found to be between the inspiratory tube heaterwire and one of the heaterwire pins. We were unable to perform a lot check as no lot information was provided with this complaint. Conclusion: electrical open circuits in heaterwires are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of open circuit heaterwires on adult breathing circuits to the end of october 2008, has a rate of occurrence of 26 ppm.